Event description:
The customer reported data acquisition/printed circuit board assembly/analog to digital converter (da pcba adc) failed message. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and states that the device was reported to him with da pcba adc failed message, but the event log did not record the error. The biomed performed a full performance verification test (pvt) and the device passed all tests, but the ventilator information screen displays zero hours for the air flow and for the o2 flow sensor. Product support discussed with customer replacement procedures for the central processing unit (cpu) pcba per the service manual. Product support provided parts ID: pcba, cpu (software 2.30). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/15/2022, 08/31/2022 and 09/13/2022, however, yielded no response from the customer. The service history record was reviewed and no repair information was found. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.